Manufacturer narrative:
D4: full UDI unavailable as no lot was provided. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection between the intubation tube and the t-connection is disconnected from the intubation tube when the patient has been mobilized. The probe had been posed 2 hours earlier. This event began to be more and more frequent. Risk of desaturation of the patient from the disconnection of the room seen that he is no longer on oxygen by the respirator. Immediate reconnection by the room nurse when she saw the incident. The incident occurred when no one was touching the intubation tube at that time. The problem is solved by re-intubating with another probe but this patient had to be intubated 3 or 4 times in total due to the equipment. There was patient involvement but no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg; 12/27/2024. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint cannot be confirmed but no leakage was found.